Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the device was intermittently powering off during procedures. The device was in clinical use at the time of the event. No harm to the patient or user was reported. The field service engineer replaced the image processing computer and hard drives and have returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use at the time of the event. The philips field service engineer (fse) inspect the system onsite and confirmed that the device was intermittently powering off. During troubleshooting, review of the log file showed that defective frontal ippc. Fse replaced frontal ippc, hard drives and loaded software. After replacement the system was returned to use in good working order. The defective part(allura westmere clarityiq-2 ip pc) was returned for analysis and investigation concluded that failure was identified as memory. The codes were updated based on the investigation outcome. Evaluation method code was corrected.